Event description:
It was reported that during the procedure, a non-abbott stent was implanted in the distal left circumflex artery and a 3.0 x 18 promus stent was implanted in the posterolateral branch. Intra-vascular ultrasound (ivus) was performed in the posterolateral branch. When attempting to remove the non-abbott ivus catheter, it became caught on a promus stent strut. The physician attempted to push and pull the ivus, subsequently pulling the promus stent. The stent migrated to the proximal left circumflex artery (lcx). The ivus and the guide wire were removed as a single unit. A new guide wire was inserted and a non-abbott dilatation catheter was used to performed dilatation and crush the promus stent to the vessel wall in the lcx. A 3.0 x 23 promus stent was deployed in the lcx to cover the crushed stent. Post dilatation was performed successfully. A new 3.0 x 18 promus stent was deployed successfully in the posterolateral branch. Ivus was performed successfully and the procedure was completed. There was no significant clinical delay in the procedure and no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route. Guide cath: terumo 6f. Sheath: introducer sheath 6f. Stent: taxus 2.75 x 32. Other: ivus. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. It was reported that the promus stent was successfully implanted; however, during removal of the ivus catheter, the ivus caught on the promus stent strut pulling the stent. The stent migrated to the proximal lcx. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the catheter with the stent implant if the stent is not fully expanded and apposed or damage to the stent or catheter. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, a sampling of units are destructively tested to verify proper stent deployment. In this case, stent delivery system and ivus catheter used were not returned for analysis which may have aided the investigation. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Additional treatment was used to crush the promus stent into the vessel wall. A conclusive cause for why the stent was damaged by the catheter and the subsequent stent migration could not be determined; however, there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.